Event description:
The report received from the affiliate indicated that during a carotid stenting procedure, after deployment of the precise 9 x 40 mm stent with an angioguard embolic protection device in place, the patient became hypotensive. A vasopressor was administered to treat the hypotension. There was no reported product malfunction or device deviation reported for either product. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
The target lesion was the right internal carotid artery. The lesion was reported to be: a 76% stenosis, mildly calcified and tortuous. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. This is one of two products used during the same procedure. Please reference MFR report#: 9616099-2008-02314. See scanned page.